Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the can l and can h wire in the cable was open. The root cause for the open wire was physical abuse. There was no adverse event that resulted from the damaged belt.